Event description:
The reporter stated, the surgeon inserted a aa4203tl toric optic silicone single piece lens. The lens came out of the eye. Surgeon could not re-insert the same lens. No pt injury. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is received.

Manufacturer narrative:
(B) (4): evaluation results: other, performed a lens work order search and no similar complaint was found within the same work order. (B) (4).